Manufacturer narrative:
The unit has programmed and monitored for two days with no unexpected alarm noted. The insulin pump passed displacement test, rewind, basic occlusion, prime, compromised force sensor error, excessive no delivery tests, and self test. All operating currents are within specification. There was no off no power alarm functions properly. There was no unexpected battery alarms noted during testing. The unit had cracked battery tube threads and cracked reservoir tube lip.

Event description:
It is reported that a customer has physical damage in the form of cracks on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.